Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-09331. It was reported that stent malapposition and explantation occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified 3.5mm in diameter right coronary artery (rca). A 24 x 2.50 promus premier¿ drug-eluting stent was advanced and deployed at the proximal rca. Intravenous ultrasound (ivus) was performed and it was noted that the stent was not well apposed. Subsequently, a non-bsc guide wire was advanced through the deployed 24 x 2.50 promus premier¿ drug-eluting stent and a second 32 x 2.50 promus premier¿ drug-eluting stent was advanced. However, the second promus premier¿ stent came into contact with the first promus premier¿ stent. When removal of the second promus premier¿ stent was attempted, resistance was encountered and it was unable to be pulled back into the sheath. A surgery was performed to remove the second promus premier¿ stent; however, the previously implanted promus premier¿ stent was also removed unintentionally. No patient complications were reported and the patient's status was good.